Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) changed color, pulsatile blood flow remained at the blood return port. The plug was deployed outside the patient. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged. There was no damage noted to the indicator window. The bleed back did not significantly slow, so the withdrawal was gone on. The window changed to black-black while pulsatile blood flow was still observed. The deployment lever was depressed. The indicator window showed red color during retraction. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, mild access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. A non-sterile unit of product ¿vascular closure device 7f - us¿ was received inside of a clear plastic bag. The device was unpacked to perform the product evaluation finding the following conditions: the delivery shaft is partially inserted into an unknown non-cordis csi; the deployment lever is fully depressed; indicator window was received black/white/red color; plug is fully deployed, and it was not included in the shipment; cowling guard was received locked; back bleed port is at the deployed position; indicator wire is retracted. No other outstanding details were noticed. The functional analysis was not performed due to the device was returned fully deployed and it cannot be set back to the manufacturing position to perform the deployment process. The device case was carefully opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The indicator window was inspected observing no anomalies or damages. The complaint reported by the customer as ¿indicator window~incorrect indication¿ was not confirmed as the device was already received fully deployed; consequently, a functional analysis could not be completed. Also, there were no issues within the internal mechanisms that could have contributed to a window change issue. The exact cause of the reported event could not be determined during the product analysis. Procedural factors, patient, and handling fators may have contributed to the event as reported. The instructions for use (IFU) instruct the user to observe pulsatile flow from the bleed-back indicator. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. According to the instructions for use (IFU) if pulsatile flow is not observed from the bleed-back indicator, the procedure should be discontinued. Pulsatile flow is necessary for proper positioning. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Troducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. According to the instructions for use (IFU) if pulsatile flow is not observed from the bleed-back indicator, the procedure should be discontinued. Pulsatile flow is necessary for proper positioning. In this case, the physician acted in accordance with the IFU and removed the sheath and vcd together and proceeded to manual compression. Based on the information available for review and the product analysis, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) changed color, pulsatile blood flow remained at the blood return port. The plug was deployed outside the patient. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There was pulsatile flow was observed from the bleed-back indicator, which was not visibly damaged. There was no damage noted to the indicator window. The bleed back did not significantly slow, so the withdrawal was gone on. The window changed to black-black while pulsatile blood flow was still observed. The deployment lever was depressed. The indicator window showed red color during retraction. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, mild access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in an interventional procedure with an antegrade approach. The physician had achieved certification on the use of exoseal vcd. The patient's body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.